Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted due to overactive bladder, prolapse and stress urinary incontinence. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to stress urinary incontinence and anterior vaginal wall mesh exposure. It was reported that she experienced pain, infection, urinary problems, organ perforation, recurrence, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including a mesh revision on (B)(6) 2008 due to exposure. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.